Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by the customer by removing the stapler and using a replacement stapler to continue with the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the surgeon encountered a stapler issue. The csr stated that the jaw would not open, and the customer was able to remove the stapler to continue with the case. The isi technical support engineer (tse) reviewed the logs and did not see any related errors. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported issue with the sureform stapler jaw not opening could be related to mechanical malfunction of the instrument.